Event description:
On november 14, 2023, the patient contacted lifescan (lfs) USA alleging that her onetouch verio flex meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care agent (cca) documentation of the initial call since the patient was unable to be reached by phone for additional information. The patient alleged that the subject meter started displaying an inaccurate high reading on november 14, 2023, at 7 am. The patient received a blood glucose reading of ¿491 mg/dl¿ on the subject meter. The patient manages her diabetes with a combination of medication (metformin 500 mg, glipizide 4 mg twice a day, ozempic 1 mg once a week, lantus 30 units at night if high blood glucose) and in response to the high reading she continued taking her usual medication. The patient developed symptoms of ¿dizziness, headache, cold, sweaty and nauseous¿ at 8 am and they continued throughout the whole morning. The patient indicated that she only felt like this when she is hypoglycemic. The patient mentioned that she would contact her doctor for advice on the next steps. Customer care made attempts to follow up with the patient about potential treatment, however, she did not answer the phone. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The patient did not have control solution available to test the subject meter. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began with the subject meter. There is insufficient information to rule out the contribution of the subject meter to the event.